Event description:
Event description guidant received information that this right ventricular lead triggered a lead safety switch to occur. The caller stated the patient was pacemaker dependent and did not feel well on the day of the lead safety switch. The caller questioned if she could perform a threshold test temporary mode with bipolar configuration.